Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon removal of the foley catheter there was a ridge found on the catheter at the location of the balloon. At the conclusion of a surgical case the physician ordered the foley catheter to be removed. After the balloon was drained, the nurse attempted to slowly remove the catheter, but encountered resistance. Another attempt was made to remove any residual fluid from the balloon, but no further fluid was obtained. The catheter was then cut to determine if additional fluid would drain however, no fluid did. The penis was examined and a ridge was felt on the balloon that would not allow it to be removed. The surgeon was informed and returned to the operating room to examine the patient's penis. The surgeon felt the same ridge. The surgeon proceeded to pull slowly on the catheter until meeting resistance, and then pulled a little bit more and was able to remove the catheter. Once removed the catheter was examined. A ridge on the balloon was seen. The balloon had not collapsed correctly, causing it to become stuck in the urethra. The penis was re-examined and there was no bleeding or trauma noted.

Event description:
It was reported that upon removal of the foley catheter there was a ridge found on the catheter at the location of the balloon. At the conclusion of a surgical case the physician ordered the foley catheter to be removed. After the balloon was drained, the nurse attempted to slowly remove the catheter, but encountered resistance. Another attempt was made to remove any residual fluid from the balloon, but no further fluid was obtained. The catheter was then cut to determine if additional fluid would drain however, no fluid did. The penis was examined and a ridge was felt on the balloon that would not allow it to be removed. The surgeon was informed and returned to the operating room to examine the patient's penis. The surgeon felt the same ridge. The surgeon proceeded to pull slowly on the catheter until meeting resistance, and then pulled a little bit more and was able to remove the catheter. Once removed the catheter was examined. A ridge on the balloon was seen. The balloon had not collapsed correctly, causing it to become stuck in the urethra. The penis was re-examined and there was no bleeding or trauma noted.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."